Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with tah and cystoscopy due to sui and uterine fibroids. It was reported that following insertion the patient experienced extrusion, infection, urinary problems and vaginal scarring. It was reported that the patient underwent placement of unknown mesh and removal of prior mesh on (B)(6) 2012 due to failed device, exposure of vaginal mesh through vaginal wall and recurrent incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.